Event description:
On 15th march, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion has built up on the two covers which are above the two suspension arms of the light. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Based on additional input from subject matter expert it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of possible contamination by the rust particles falling off from covers which were above the two arms of the light into sterile field or during procedure which was initially considered. The parts were replaced by ssu technician preventively, before any risk of missing particles appearance. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The issue was discovered during maintenance. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 15th march, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion has built up on the two covers which are above the two suspension arms of the light. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 15th march, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion has built up on the two covers which are above the two suspension arms of the light. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Based on additional input from subject matter expert it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of possible contamination by the rust particles falling off from covers which were above the two arms of the light into sterile field or during procedure which was initially considered. The parts were replaced by ssu technician preventively, before any risk of missing particles appearance. Therefore, the scenario described in the record is considered as non-reportable. The correction of h3b device not eval provide code deems required. This is based on the internal evaluation. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: blank initially provided information was pointing to corrosion on the two covers above the arms. The issue is considered as safety related as any rust particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was not clear. It was determined that the issue investigated herein is not safety and risk related as there was no indication of possible contamination by the rust particles falling off into sterile field or during procedure. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Manufacturer narrative:
(B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 15th march, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion has built up on the two covers which are above the two suspension arms of the light. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.